Event description:
It was reported that the customer's sensor was not working correctly. Caller stated that the customer was unable to get the sensor signal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.